Event description:
It was reported that the device had insufficient / no energy delivered and then continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered and then continuously activated.

Manufacturer narrative:
Alleged failure: the 90s cruise serfas wand was being used in a case via hand controls. The hand controls stopped working early in the case. We switched to the foot pedal to control the device which worked as a temporary solution. Then, when the wand was not being used and the foot pedal was not touched, the wand started ablating on the mayo stand. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress possibly due to leakage from the polyimide detached from the outflow tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.